Event description:
It was reported that in central processing, it was noted that a frayed cable was observed on the fenestrated bipolar forceps instrument. There was no report of fragments falling into the patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instrument's pitch cable was frayed at the distal clevis hub. No damage was found at the clevis. Failure analysis investigation also found the instrument's distal pulley had scratch marks and abrasions. There were scratches on the surface of the distal pulley. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however; the frayed cable if to recur could cause or contribute to an adverse event.